Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of extended charge time was confirmed. It is suspected the extended charge time is due to the battery performance.

Event description:
It was reported that the device exhibited extended charge time. It was explanted.